Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components of this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically inspected and underwent leak and pressure testing. The outer tube of the first cylinder was found to be detached close to the proximal end of the cylinder; this likely occurred during explant. The fabric threads of this cylinder were bulging, but no leak was found in the inner tube. Under microscopic examination, two holes were found within the bulge of the fabric threads. The second cylinder exhibited wear at a fold on the medial side; no leak was found. This cylinder passed pressure testing. The pump was visually and microscopically inspected and underwent leak and functional testing. The pump tubing was worn down to the filament closest to the strain relief junction; no leak was found. The pump was functionally tested and did not pass activation testing. Both the bulge and holes in the first cylinder and the pump functional issues could affect the functionality of the device and may have led to the reported explant procedure.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. Analysis of the device indicated a device issue. No patient complications were reported.